Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and high impedances, and as a result, the implantable leads were replaced. Postoperatively, the patient was programmed and demonstrated a good response. The explanted devices were not returned for analysis, as they had been discarded by the physician.